Manufacturer narrative:
If implanted; give date: not applicable, as the lens was not implanted. If explanted; give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported an intraocular lens (iol) was defective, the lens had a broken leg during handling/prior to insertion. The lens has been discarded. There was no contact with the patient¿s eye. There was no patient involvement. No further information has been provided.